Event description:
The caller contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc), during use and the patient was not connected. While troubleshooting with the technical service representative (tsr), the home patient (hp) stated that they had disconnected the solution bags and tried switching the lines to the bags around. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the hp disconnected the solution bags and then switched the sequence of lines to the bags. The rn stated they would retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed because the patient reported during trouble shooting of an alarm situation, the patient disconnected the bags and switched the lines. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.